Event description:
It was reported to nuvectra that a revision of the stimulator was performed due to communication issues with the external devices. During the surgery, the stimulator was replaced and the communication ranges improved.